Event description:
A physician reported about a serial printing defect on the sticker inside the box was found at time of use of intraocular lens. The surgery was performed and completed without product replacement. The sample was still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause is deemed to be internal-manufacturing related. Labels with the incorrect data reference for the human readable serial number were released. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).